Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required, updated fields: h2, h3, h6, h11. Corrected fields: b6, b7 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device broken, the protector of the video cable section was cut, fiber bonding in the outer tube area at the distal end was damaged and the outer tube has scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device was broken and therefore the image was purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit is broken and fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had a pink-purple image with a green stripe. The issue was found during an unspecified procedure. There were no reports of patient harm.